Event description:
It was reported that during the implant procedure, the lead exhibited noise. The lead was not used and a new lead was implanted. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.